Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-1588rtt was received for investigation. Visual inspection identified that no needle component was present on the returned construct. The needle was not returned for inspection. Fraying was observed at both the breakage site and at the end of the white suture braid, however. The observed condition is most likely the result of user applied excessive force to the needle assembly.

Event description:
It was reported that during arthroscopy surgery the needle did rip off from the suture. There was no harm or adverse event for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. No further information received. Update, 06-jul-2021 -sac received further information that the suture did rip intraoperative. No further information received.